Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 300 mg/dl. Reportedly, the customer had used expired insulin and may have miscounted the carbohydrates consumed during a meal. The customer delivered a bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.